Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Additional information indicated issue is ongoing, however patient is unable to have device replaced at this time due to personal reasons.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge his scs system for approximately 2 months. As a result, the ipg would no longer communicate with any external devices. Reportedly, the patient programmer displayed an error message. Surgical intervention may be undertaken as the next course of action.